Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in catheter broke the following information was provided by initial reporter; "in hepatobiliary surgery, found broken tube when removing indwelling needle, x-ray did not find end in body, need green claim, complaint response letter."

Event description:
In hepatobiliary surgery, found broken tube when removing indwelling needle, x-ray did not find end in body, need green claim, complaint response letter.

Manufacturer narrative:
1.complaint description: catheter damaged. 2.DHR/bhr review: (1)the batch number of the complained product is 3108305, is 24g and product code is 383715, produced on 2023/05, with a total of (B)(4) pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities; 3.the customer returned a defective sample that had been used. The catheter broke from inside the catheter adapter, as shown in the attached photos 1 -3. Cut open the sample and observe it under the microscope. It can be seen that the catheter is damaged, the cross-section of the catheter is uneven, and there are burrs on the surface, suspected of being dragged, as shown in the attached photos 4-6; 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) from the sample status returned by the customer,it can be seen that the catheter is damaged, the cross-section of the catheter is uneven, and there are burrs on the surface. (2) based on current information, it is not possible to confirm the specific usage of the catheter, whether it broke during puncture, infusion, or indwelling; unable to confirm if the catheter has been pulled. In summary, no abnormalities were found in the manufacturing process, and no similar complaints were received from other hospitals about this batch of products. The customer returned the sample and found that the catheter is damaged, the cross-section of the catheter is uneven, and there are burrs on the surface,suspected of being dragged. Based on the current information, the specific usage of the product could not be confirmed, so the root cause of the complained defect could not be confirmed. The factory will continue to pay attention to and monitor the trend of defect complaints.